Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient experienced corneal damage with large corneal infiltrates in the left eye (os). In the absence of medical information, this event is being reported in abundance of caution.